Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized because of diabetes. Her blood glucose was 455 mg/dl. The date of hospitalization was (B)(6) 2017. The customer declined high blood glucose troubleshooting because the insulin pump is being replaced due to a keypad anomaly. The customer's current blood glucose is 202 mg/dl. The customer had diabetic ketoacidosis and was off of the insulin pump less than forty eight hours.